Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Per an intuitive surgical, inc. (Isi) senior failure analysis engineer, a system log review cannot be performed because the system logs are not available at the time of this report. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after undergoing an ion endoluminal lung biopsy procedure, the patient allegedly developed a delayed pneumothorax. The patient was initially discharged after the procedure with no complications. The next day, the patient presented to the hospital with chest pain and shortness of breath. An x-ray was performed confirming a moderate sized pneumothorax. A chest tube was placed to resolve the pneumothorax and the patient was hospitalized for two days.

Event description:
It was reported that one day after an ion endoluminal lung biopsy procedure, the patient allegedly developed a delayed pneumothorax. The patient was initially discharged after the procedure with no complications. The next day, the patient presented to the hospital with chest pain and shortness of breath. An x-ray was performed confirming a moderate sized pneumothorax. A chest tube was placed to resolve the pneumothorax and the patient was hospitalized for two days. Reportedly, the patient has been discharged and is doing well. Per the physician, the size of the lesion that was biopsied was 1.5 cm. The lesion was in the right middle lobe, 2 cm from the pleura. There was no malfunction of the ion system, instruments, or accessories reported. The physician stated the patient was high risk for a pneumothorax due to a history of chronic obstructive pulmonary disease (copd). The physician believes that the ion products did not cause or contribute to the pneumothorax.